Manufacturer narrative:
Patient code: secondary surgical intervention, explant. Narrowing of the angle, angle closure, shallowing of the acd. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The surgeon indicated that a 13.2mm micl13.2, -7.0 diopter, implantable collamer lens was implanted in the patient's right eye (od) on (B)(6) 2018. Patient reported to have blurry vision and headache. On (B)(6) 2018 the surgeon observed excessive vault, elevated iop (intraocular pressure), narrowing of the angle, angle closure and shallowing of the acd (anterior chamber depth). Patient was put on glaucoma medication and an anterior chamber wash out was performed. The lens was explanted on (B)(6) 2018. Glaucoma drops were given and iop (intraocular pressure) returned to normal. Surgeon reported that the cause of event is unknown- combination of trauma (patient accidently hit her eye with hand on (B)(6) 2018), lens length, small 2nd lpi (laser peripheral iridotomy).

Manufacturer narrative:
(B)(4)